Event description:
A customer contacted stryker to report that their device had a damaged therapy connector. As a result, defibrillation therapy may not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. After replacing the therapy connector, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.